Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the therapy electrode. The patient was given an antibiotic cream to use on the skin irritation. Upon follow up, the patient reported improvement of the skin irritation.